Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by strong drain pain. It was reported the patient was hospitalized on the same day and remains hospitalized. One day after event date, the patient was treated with cefazolin (1g). The patient is recovering from the event. Pd therapy is ongoing. It was not reported whether the patient and caregiver were retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.